Event description:
It was reported that during the implant procedure at an unspecified time with the use of the transcatheter bioprosthetic valve, invagination of the valve was observed. The valve was reported as never implanted and also as implanted and in-service. However, it was also reported that a different valve was successfully implanted. Status of the device was being clarified. No patient complications have been reported as a result of this event. Additional information was received to report the valve load was performed by an inexperienced valve loader. Following the first deployment attempt, the valve was recaptured within the delivery catheter system (dcs) for re-positioning. After recapture, the infold was observed in the valve frame. Subsequently, the dcs and loaded valve were withdrawn from the patient. A new system was used to complete the valve implant procedure. A procedural delay was noted as result of the device change. .

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Eval method code was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure at an unspecified time with the use of the transcatheter bioprosthetic valve, invagination of the valve was observed. The valve was reported as never implanted and also as implanted and in-service. However, it was also reported that a different valve was successfully implanted. Status of the device was being clarified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {{ d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{ l-evolutfx-2329}}; }}; product lot/serial number {{unknown}}; product type: {compression loading system }}; implant date {{na }}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.